Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment shows the user performed successfully several treatments without any error or relevant warning. The energy was stable during the complete day with no abnormalities. No abnormalities or deviations can be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A refractive coordinator reported an incomplete area close to the hinge following lasik flap creation of the right eye. The surgeon was able to lift the flap as normal without complication and treatment was completed without patient harm.